Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow was caused by a faulty scgo. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The scgo - selective common gas outlet was replaced to resolve the issue. Block a: no report of patient involvement. D4. No UDI available as device was manufactured prior to UDI compliance date legal manufacturer: (B)(4).